Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rear-end right fan wheel of the subject device was defective. The issue was discovered during the setup of the device while turning it on, checking, and preparing for surgery. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in fan and fan does not rotate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in fan, the fan does not rotate. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.